Event description:
The end user was transferring back to bed when he cut his ankle on the anti-tip bolt. The cut did not require medical attention.

Manufacturer narrative:
Conclusions - a visual examination of an identical model showed the anti-tip bolts to be unfinished. An engineering change added acorn nuts to the anti-tip assembly to prevent exposure of the bolt ends and remove the potential for injury. The change was made per pride engineering change order number (B) (4).